Event description:
Spontaneous: call from patient stating that new pump received had problems. Pump would intermittently stop and halfway through infusion pump stopped and completed. Patient stated home health rn is very experienced and had troubles with new pump. They used the old pump to finish the infusion and worked fine. Patient was unable to explain in other details about actual problems, no adverse events reported, no missed dose reported. New pump will be sent along with return box for next refill. No other information. Reported to (B)(6) by pt/caregiver.